Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 95% stenosis located in the distal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device, however, excessive force was not used during delivery. It was reported that the device failed to cross the lesion. The image of the device provided indicates stent deformation occurred. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: photo 1; image shows a 2.25mm*14mm resolute integrity shelf carton, the distal and proximal portion of a device. On magnification of the image, deformation is evident to the proximal portion of the stent. The lot number on the label of the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.